Event description:
This lead was explanted due to noise and intermittent oversensing that was caused by clavicular crush. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - we were informed that this lead had delivered inappropriate therapies. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4) 2019 - we were informed that this lead had delivered inappropriate therapies. Upon receipt, the lead under complaint was found cut approximately 45 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal part including the connectors and printed serial number is missing. It is reasonable to assume that the lead was cut during the explantation procedure. The visual inspection revealed multiple abrasion marks along the lead fragment. In particular between 7.5 cm and 9 cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress most likely due to constant friction against atypical tissue. Diagnostic images clarifying this assumption were not available. Further analysis of the returned lead fragment showed a deformation of the svc shock coil, which originated most likely from the explantation surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.